Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The event occurred on 10/16 at 18:30. The sales representative was contacted and at 19:15 they arrived at the site. The sales representative reported that the patient had been in good condition so the usual spo2 could have been secured without the ventilatory temporarily. The sales representative replaced the device with the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The blower assembly was replaced to resolve the issue. The board that controls the blower assembly was also replaced for preventative measure. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.